Manufacturer narrative:
Estimated date of event. The UDI number is not known as the part and lot number were not provided. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to advance, difficult to remove, or product quality problem. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported in a general comment regarding hi-torque (ht) balance middleweight (bmw) univeral ii guide wires that there are problems with lubricity and having friction with other devices such as catheters, stent and balloons. The ht bmw universl ii guide wires were still removed independently but in some cases the wire could not come out of the balloon catheter. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to advance, difficult to remove, or product quality problem. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d1 - brand name updated from hi-torque balance middleweight universal guide wire to: hi-torque balance middleweight universal ii guide wire. D4 - catalog no updated from unknown universal bmw to: unk universal bmw ii h10 - addtl mfg narrative: revised based on the catalog no update.